Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with infection and discomfort, the pump was eroding and extruding from the scrotum. The pump was explanted, replaced, and the area was washed out with antibiotics. There is no additional information reported.